Manufacturer narrative:
The customers reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8015 error 810.9170. Account name: (B)(6). Account #: (B)(6). Asset name: 8015 pc unit b/g v9.12.1.2. Asset location: (B)(6). Patient or user involvement: no patient or user harm: no case description: customer receives error 810.9170 after flashing operate software to pcu 8015. Failure device type: failure problem type: failure mode: case resolution: customer receives error 810.9170 after flashing operate software to pcu 8015. Explained to customer problematic fault to associated to the flashing of operate software. Customer unable to identify the serial number to device (barcode label serial number compromised). Informed customer if this is a small screen 8015, we do not support/end of life. Customer also identifies the error 100.5010 on the device after power up. Suggested to customer to re-flash the operate software (verify if errors re-occur). Customer then to check their compact flash card, for corrupt files and replace. Mentioned to customer, if problems still persists to repair/replace their logic board. Customer will call back, if any further concerns need to be addressed. End call. (B)(4).